Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had blank spots and sparkles in her vision. The patient had not turned her stimulation off yet to see if it goes away and had only reported this issue to her eye doctor. This was considered a sudden change in therapy/symptoms. It was unknown if the vision issue was related to the device, what the cause of the vision issue was, and whether it had been resolved. The patient was told to try shutting her device off to see if this changes anything and had been scheduled to see an eye specialist. Event date: (B)(6) 2015.